Event description:
Treatment of an avm with glubran. It was reported a hole was noticed on the catheter's shaft during glue injection. Glue passed through the hole and was successfully retrieved with a gooseneck snare. No patient injury reported.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation.